Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that no systemic issue was identified with the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay. A review of the provided data for 33 patient samples indicated that the observed discrepancies were likely sample-specific and consistent with natural variation in viral loads over time. The initial detectable viral loads, which were low, and subsequent non-detectable or similar values upon retesting, align with expected clinical and biological variability. The samples were stored at 4°c between the initial test and the retest, and the time elapsed between tests ranged from 2 to 8 days. The root cause of the reported discrepancies was attributed to sample-specific factors, and no product-related issue was identified.

Event description:
The initial reporter alleged discrepant results for several patient samples tested with the kit cap-g/ctm hiv-1 v2.0 expt-ivd on the cobas ampliprep instrument. The customer provided data for 33 patient samples tested between (B)(6) 2023. The initial test results showed detectable viral loads trending toward the lower end of the range. Upon retesting, conducted 2 to 8 days later, the results were either similar to the initial values or non-detectable/at the limit of detection (lod). The samples were plasma and were stored at 4°c between the initial test and the retest. The results were reported, and the inside of the instrument was cleaned.